Event description:
The attending physician observed one screw backing-out from a plate post-operatively on films taken during a follow-up exam. A revision surgery was performed to remove this screw in 2008. During the revision case, the entire construct was removed and replaced with another MFR's system. The revision case was completed with no further incidences, and the pt is reported to be in good health.